Event description:
It was reported that the unspecified bd¿ infusion set tubing pulled apart while the nurse was trying to remove the air in it, and leakage occurred as a result. The following information was provided by the initial reporter: "I wanted to reach out regarding a tubing issue that we had yesterday. While hanging tpn there was a tubing that pulled apart while the nurse was trying to remove the air in it... I assume that the rn attempted to remove the air bubble incorrectly. She pulled on the middle section that goes on the pump and tried to tap out the air. I was concerned about the small plastic piece that popped off as well... We do not have the tubing and there was no patient harm."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacture location, MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set tubing pulled apart while the nurse was trying to remove the air in it, and leakage occurred as a result. The following information was provided by the initial reporter: "I wanted to reach out regarding a tubing issue that we had yesterday. While hanging tpn there was a tubing that pulled apart while the nurse was trying to remove the air in it... I assume that the rn attempted to remove the air bubble incorrectly. She pulled on the middle section that goes on the pump and tried to tap out the air. I was concerned about the small plastic piece that popped off as well... We do not have the tubing and there was no patient harm."

Manufacturer narrative:
H6: investigation summary: the customer reported pumping segment separation, and returned one photo of the incident. The complaint is verified by the photo. The root cause is unknown without a physical sample investigation. This type of separation can potentially be caused by loading errors with the pumping segment. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.